Event description:
It was reported ,that during a da vinci-assisted hysterectomy - malignment surgical procedure, a customer called intuitive surgical, inc. (Isi) technical service engineer (tse) to report an error 252. The isi tse checked system logs and detected a communication issue pointing to the left master tool manipulator (mtm) from the surgeon side cart (ssc). A reboot including turning the circuit breaker from the affected ssc did not solve the issue. Since the ssc from the other system was in use, surgery was going to be completed laparoscopically. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 252, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the mtm and cfg remote arm controller (rac) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Isi has received the cfg rac. However, failure analysis has not completed their investigation. The mtm has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: the customer converted to a laparoscopic procedure after the start of the procedure due to a non-recoverable error. While there was no harm or injury to the patient system, unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event. If it were to recur as it may lead to an injury, due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The remote arm controller (rac) was analyzed and the reported failure could not be reproduced. Customer reported: error 252 and 23008 showed up in logs. The technician was unable to reproduce the failure report by installing this rac into the test system., the rac was tested for 10 minutes using a sine cycle, 20 power cycles and sitting idle for 1 hour without any errors. The rac did not have any errors for two days. The complaint regarding error 252 was not confirmed based on failure analysis. The master tool manipulator (mtm) was analyzed and found the reported failure (error 23008, 23027 along axis 2) was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab software passed.

Event description:
Refer to h10/h11 for follow-up information.